Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the inspiratory check valve (cv) was torn. Customer is seeking for part number and price. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was no harm to the patient or user.

Manufacturer narrative:
Corrected. Attempts were made to obtain patient information. Biomedical engineer stated no patient involvement as problem was found during sst(self service test). The original information provided is contrary to the biomed's statement. Customer context and device use at time of event was changed to unknown. The determination could not be made that the device failed to meet specifications. It is unknown whether the device was being used for treatment when the reported event occurred. There is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
Customer reported that the inspiratory check valve (cv) was torn. Customer is seeking for part number and price. Biomedical engineer stated no patient involvement as problem was found during sst(self service test).